Event description:
It was reported that at implant there was difficulty engaging the atrial pace/sense setscrew. Once the lead was fully seated and secured, noise on the atrial egm was noted during pocket manipulation. Due to sensing difficulty the device was not used. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B) (4) no anomalies found. Gromment damage was noted upon visual inspection.